Event description:
It was reported that the customer had sticky keys on the insulin pump. Customer's blood glucose was 6.0 mmol/l. Customer stated that she sometimes has to press a key 3 or 4 times in order to get it to work. Customer stated that she has had this issue for about 2 months. Customer does not recall the pump being exposure to moisture or being dropped into water. Customer does not see any visible cracks on the pump. Customer was advised that the sticky keys could be caused by corrosion. Customer was recommended that the insulin pump be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.